Event description:
It was reported that the user¿s ilet was fully depleted and not charging as expected while using the supplied charging pad; the pad blinked green twice when plugged in, the ilet displayed the blue charging indicator then a prompt to charge, and after initial placement it did not appear to gain charge, though subsequent guidance to place the ilet screen-up on the pad resulted in a solid green indicator and successful charging; the user requested an additional charger for convenience. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included no alarms requiring intervention and no medical care. Investigation included remote troubleshooting and education on correct charging setup and indicator interpretation. Investigation of this case revealed normal device and charger function once properly aligned on the pad, indicating user setup/technique as the likely contributor rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging technique with no device failure.